Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via log file analysis. The system controller did not return for analysis. Data from the relevant event dates of (B)(6) 2025 was reviewed in the submitted log files. Throughout the data reviewed, intermittent, atypical low voltage alarms activated due to the relative state of charge (rsoc) and bus voltages on the white power cable fluctuating below the alarm thresholds while the controller was connected to battery power. The low voltage advisory alarms did not interrupt the controller¿s ability to support the system. Provided information indicated that the battery contacts were cleaned and the battery clips were exchanged, but that this did not resolve the alarm. The controller was exchanged, resolving the alarm. No equipment was returned for analysis. The root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the batteries and battery clips. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while on batteries. This was unable to be recreated in clinic. 2 of the patient's battery clips were broken so they tried their backup set, and the alarms continued. Log files were sent for review. The log file captured multiple low power advisories/hazards, while the patient used battery power. The ventricular assist device (vad) had functioned as intended. The patient's battery clips were changed but the patient came back with complaints of low voltage advisories again. Batteries were check. They had 100-130 cycles into them, roughly 4000mah. The patient stated that batteries did not last as long, and they had a feeling that the batteries were not performing as they should. Additional log files were sent for review. There appeared to be an issue with the system controller white lead. It was suggested to replace the system controller to see how the low voltage alarms do. Cleaning the batteries/clips did not resolve the event. The system controller was replaced which had resolved the issue.